Event description:
The customer's pump had a full segment display. Several days later a nurse called to report that the customer currently is in ICU due to dka. A replacement pump was requested. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited.